Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed inappropriate mode switching due to farfield signal oversensing. Additionally, some episodes showed right ventricular (rv) and left ventricular (lv) pacing. Technical services (ts) explained that in atrial tachy response (atr) fallback, there was always biventricular pacing regardless of pacing chamber settings. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed inappropriate mode switching due to farfield signal oversensing. Additionally, some episodes showed right ventricular (rv) and left ventricular (lv) pacing. Technical services (ts) explained that in atrial tachy response (atr) fallback, there was always biventricular pacing regardless of pacing chamber settings. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that recent electrogram (egm) review for this crt-d system revealed a single undersensed p-waves. Technical services (ts) discussed troubleshooting options and additional programming considerations, other than adjusting automatic gain control (agc) from 0.6 to 0.7 mv for right atrial (ra) sensitivity. This crt-d system remains in service. No adverse patient effects were reported.